Event description:
It was reported that while in patient use it was noticed the trach tube had split. It was noticed the patient had increased secretions and were not clearing effectively, it was also noticed the patient looked distressed and puffy eyed. It was then realized the tracheostomy tube had split and had to carry out an emergency tube change.

Manufacturer narrative:
Corrected data: updated description to match customer response.

Event description:
It was reported that while in patient use it was noticed the trach tube had split. Patient is trach-vented during the day and night. It was noticed the patient did not appear "right" it was described the patient looked puffy eyed and secretions were not clearing when suctioning. It was then noticed a split at the end of the tracheostomy tube (where you connect the swedish nose or ventilator tubing) and an emergency tracheostomy tube change was performed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Samples were visually inspected under normal conditions of illumination to detect any defect .under normal conditions of illumination to detect any defect. Cut was found in two samples, complaint was confirmed. The root cause was determined to be manufacturing. Actions were taken to mitigate the reported issue: customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure.